Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 and the mesh was implanted. It was reported that the patient experienced dyspareunia, lower abdominal pain radiating to inguinal area, and vaginal pain.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.